Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was returned and evaluated. Medical records were not provided. A visual examination of the returned product identified that the tip had fractured at a notch location. The shaft of the device had a visible bend. A review of the device history records identified no deviations or anomalies during manufacturing. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. The reported issue was confirmed based on the returned device. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that receiving found the device broken. No product fell in the patient and the procedure was completed using another device. There is no additional information available at the time of this report.